Manufacturer narrative:
No evidence was found confirming the device loosening. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
The patient was revised because of poly wear and loosening.